Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the tower door was failed. The field service engineer cleaned and greased all contacts on tower latches to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower system tower door was constantly failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.